Manufacturer narrative:
(B)(4). A control board freescale assembly was received for evaluation. Upon installing the board into an ht70 test ventilator, it booted up normally. However, no ventilation occurred. A circuit occlusion error was generated. During visual inspection, it was evident that there was damage to the pcb. The damage was repaired and ventilation was restored.

Manufacturer narrative:
Upon initial evaluation, it was determined that the printed circuit board will be replaced. (B)(4).

Manufacturer narrative:
The serial number in the initial report was incorrect. (B)(4).

Event description:
Covidien received information stating that during patient use of the ht70 ventilator, a "no external power" alarm was generated, and the ventilation stopped, although the device was plugged to the ac power source. Immediately after a "low pressure alarm" occurred. Once it was confirmed that there was no air flow, the patient was manually ventilated before being transferred to another ventilator. One or two minutes later, a device alert was generated, and it couldn't be muted. The device was turned off. It was turned on again, but the alert was generated again. There were no negative patient consequences as a result of the transfer.